Event description:
It was reported that intermittent altitude alarm occurred. The customer's blood glucose (bg) level was 513 mg/dl. Elevated bg was addressed via manual insulin injection. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.